Manufacturer narrative:
Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, displacement test or verify low batt, weak batt and batt out limit alarm due to failed batt test alarm. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test. Troubleshooting was performed. User said that battery contacts cap and compartment are no damaged, she informed that she cleaned the battery contacts cap and compartment with a cotton swab in all battery change. Customer uses battery energizer. The insulin pump will be returned for analysis.